Event description:
It was reported that during a routine device change out procedure, the left ventricular lead exhibited an insulation abrasion. Since left ventricular lead measurements were stable and in range, the lead was connected to the new device and remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.